Manufacturer narrative:
Concomtiant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (s/n c0420719) found the connector was bent. The cable assembly with the bent connector tip was replaced.

Event description:
The patient reported the connector pin was bent and eventually the recharger would no longer charge. It was noted stimulation had stopped on (B)(6) from the implantable neurostimulator (ins) being depleted. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
(B)(4).